Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemia event. The dexcom g7 sensor was falsely displaying high glucose readings, leading the user to perform supply changes, announce additional meals, and administer a manual insulin injection per physician advice. Despite these actions, bg did not improve. The user then began feeling clammy and confused, and a fingerstick test showed a true bg of 32 mg/dl. The spouse provided sugar and transported the user to the hospital, where bg was stabilized to ~90 mg/dl. During the event, the spouse discovered the dexcom sensor had become detached from the body but was still reporting high readings. The user was hospitalized and later discharged on (B)(6) 2025. User reconnected to the pump.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.